Manufacturer narrative:
The failure investigation has been completed and the alleged battery issue was verified. The alleged out of range issue was verified in the pump logs; however, investigation could not be completed as the (B)(4) transmitter was not returned. The information will be used for tracking and trending purposes.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that out of range issues occurred between the transmitter and pump, with no continuous glucose monitor (cgm) sensor readings. In addition, it was reported that the pump battery depleted quickly. Customer's blood glucose level was 135 mg/dl. The customer continued to use the pump for insulin therapy.